Event description:
It was reported that pump experienced malfunction alarm malf 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, performed pump reset with guidance, and malfunction did not recur, so customer was advised to continue using pump and to call back if malfunction alarm occurred again.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.